Event description:
40 year-old male pt undergoing removal of his kidney in order to be a donor for his wife. When the surgeon was stapling the artery, the first stapler misfired. A second endostapler was used and it misfired as well. The staplers were secured and given to the ethicon rep.